Event description:
It was reported that a flickering image was observed on the colonovideoscope during a diagnostic endoscopic mucosal resection (emr) while the patient was sedated. The procedure was completed using the same device, and no patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the circuit board unit, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.